Event description:
Customer reported an issue with the incorrect time setting on the pump, which was not due to a pump malfunction but occurred during a reset for a separate issue. Blood glucose levels were not adversely affected and remained within normal range. Technical support assisted the customer in updating the pump time settings.